Event description:
Complainant alleged that while attempting to treat a (B)(4), male patient the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll, the malfunction was duplicated and attributed to corrupt software. We were unable to determine the root cause on how the software became corrupt, but we have duplicated on similar reports by abbreviating communication during a software upgrade. We were unable to establish this to be the case. In this customer report the software was reloaded onto the device and returned to the customer. Analysis for reports of this type has not identified an increase in trend.